Event description:
Pt reported she suffered serious adverse side effects and complications resulting from use of an "oxygen concentration air ionizer ozone". She began use of the device in (B)(6) 1997 and immediately developed chemically induced pneumonitis due to inhalation of the ozone. She reported that she is a "toxic medical case facing death due to cardiac issues." She also reported that she experienced an ischemic heart attack from this device. She is now using a liquid oxygen concentration but reports on issues at this time. She has done a tremendous amount of research herself and would like the FDA to examine the manufacturing and testing of this device and to contact her with the results of this investigation.